Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine follow-up check on the cardiac resynchronization therapy defibrillator (crt-d), an interrogation noted that an electrical reset had occurred. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.